Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1285 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported by nurse that patient developed thrombosis. They have a site rite 8 device and do the seldinger technique and did not change the technique during the passage. In a message report she says the catheter did not occupy even 20% of the vessel, which was from the first puncture and in large veins. The hematology department in (B)(6) 2022 implanted a power PICC 5fr double lumen catheter using the ultrasound device, catheter was implanted on the first attempt and did not compromise more than 40% of the vessel, thrombosis was confirmed in the catheter limb by a doppler. Patient had pain, increased circumference, swelling at the site. Discussed among the team about the technique, handling and maintenance of the catheter and identified that the whole process was carried out in the same way without complications and the profile of the patient had leukemia.